Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
On 2015-09-11, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. In (B)(6) 2015, the patient thought the pump was not working. The patient experienced memory loss and had fallen on the pump three times over the past 6 months. The most recent was (B)(6) 2015. Additional information has been requested regarding the cause of the event, diagnostics and actions/interventions, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.